Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2010-03425 and 3005099803-2010-03428 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator, a leveen coaccess electrode system and a soloist single needle electrode were used during a foot rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the console displayed an error (e02, e03) message. The grounding pads were adjusted, but the error did not clear. The physician then attempted to use a second electrode. However, the same errors recurred. At this time, the physician aborted the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. Continuity of current was confirmed with the electrode, the array, and the cord which is indicative of proper connectivity. The condition of the returned incident device showed no evidence of any defect which could have contributed to the event. The complaint was not confirmed. However, information received noted that the device was used to ablate bone in the foot. The rf generator and leveen electrode directions for use (dfu) describe the general indication of soft tissue ablations with a specific indication for liver ablation. A bone ablation is considered off-label use. Therefore, the most probable root cause is user error. (B)(4).

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2010-03425 and 3005099803-2010-03428 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator, a leveen coaccess electrode system and a soloist single needle electrode were used during a foot rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the console displayed an error (e02, e03) message. The grounding pads were adjusted, but the error did not clear. The physician then attempted to use a second electrode. However, the same errors recurred. At this time, the physician aborted the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)